Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 250 mg/dl at the time of the incident. Customer stated that she treated her high blood glucose with the pump. Troubleshooting on the high blood glucose was declined but only wanted it for the no delivery. The insulin pump will not be replaced and returned for analysis.